Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft was implanted in the endovascular treatment of a > 50mm abdominal aortic aneurysm. It was reported that the patient presented emergently 1 year and 9 months later. A ib endoleak was observed. It was noted that the leak developed because at the time of the aui implantation, there was no limb extensions implanted. Intervention was performed on the same date. Two limb extensions were implanted to extend from the aui to external left and right iliac arteries and the endoleak resolved. As per the physician the cause of the event cant be determined but was mentioned to be due to not implanting stent graft limbs initially. No additional clinical sequelae were provided and the patient is fine.